Manufacturer narrative:
Medical devices continued: 694765 lead implanted: (B)(6) 2009; 419488 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote transmission revealed a high atrial lead measurement. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.